Manufacturer narrative:
Correction: b7 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 due to feeling unwell and was diagnosed with peritonitis. No additional information was provided during the initial reporting. Follow-up documentation received from the pd registered nurse (pdrn) confirmed the patient remained hospitalized as of (B)(6) 2024, due to somnolence and general malaise, and was diagnosed with peritonitis. The patient¿s initial peritoneal effluent cell count revealed a wbc count of 4000 u/l, and the patient was treated with vancomycin 1000 mg three times weekly, and cefepime 2000 mg daily for the next 2-weeks (route not provided). The patient¿s peritoneal effluent fluid culture was still pending; however, the patient was preparing for possible discharge. The pdrn stated the cause of the peritonitis was unknown, as they were unable to meet with the patient due to the hospitalization. A follow-up peritoneal effluent cell count (date of collection not provided) revealed the patient¿s wbc count had dropped to 94 u/l.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 due to feeling unwell and was diagnosed with peritonitis. No additional information was provided during the initial reporting. Follow-up documentation received from the pd registered nurse (pdrn) confirmed the patient remained hospitalized as of (B)(6) 2024, due to somnolence and general malaise, and was diagnosed with peritonitis. The patient¿s initial peritoneal effluent cell count revealed a wbc count of 4000 u/l, and the patient was treated with vancomycin 1000 mg three times weekly, and cefepime 2000 mg daily for the next 2-weeks (route not provided). The patient¿s peritoneal effluent fluid culture was still pending; however, the patient was preparing for possible discharge. The pdrn stated the cause of the peritonitis was unknown, as they were unable to meet with the patient due to the hospitalization. A follow-up peritoneal effluent cell count (date of collection not provided) revealed the patient¿s wbc count had dropped to 94 u/l.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of somnolence, general malaise, and peritonitis, which required hospitalization and antibiotic therapy. The etiology of the patients¿ peritonitis (or any associated complications) could not be determined; therefore, causality could not be established. However, there is no record the patient or pdrn requested a replacement liberty select cycler, nor was any malfunction or deficiency of a fresenius device(s) and or product(s) reported. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Based on the limited information available, it cannot be determined if the patient¿s liberty select cycler and/or liberty cycler set played a causal or contributory role in the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunction or deficiency occurred. However, given the lack of clinical data (e.g., causality, organism), treatment data, and no evaluation of the fresenius product(s) and/or device(s) prevents their disassociation from the serious adverse events.